Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: d10 (concomitant medical products), g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Corrected sections: d4, catalog#: changed to 3043. The device was returned to the factory for evaluation, an investigation was conducted on 10/09/2019. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as the loading device. The delivery device was returned inside the loading device, with the white plunger not depressed and the blue slide lock not engaged. The delivery device was removed from the loading device. Heavy amounts of blood was observed inside the delivery device, indicating there was an attempt to insert the device inside the aorta. The seal and tension spring assembly was not returned to the factory for evaluation. Based on the returned condition of the device, and the non-return of the seal and tension spring assembly, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.